Manufacturer narrative:
Correction to concomitant medical products- injector model msi-tm - lot number unk, cartridge model aq cartridge-fp - lot number 1342186. (B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon was loading an aq5010v three-piece silicone lens, +2.0 diopter, and the haptic torn off. There was no patient contact and the backup lens was implanted. The reporter stated the cause of the event was due to the lens being very fragile.